Manufacturer narrative:
This lead has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, the helix of this right ventricular (rv) lead would not extend properly. After continuously rotating the fixation tool, the helix eventually extended but when the rv lead was tested with a pacing system analyzer it did not capture the patient. High pacing thresholds were also noted. The physician ultimately decided to remove the lead, however the helix would not retract. The physician was eventually able to dislodge the rv lead and explanted it from the patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during an implant procedure, the helix of this right ventricular (rv) lead would not extend properly. After continuously rotating the fixation tool, the helix eventually extended but when the rv lead was tested with a pacing system analyzer it did not capture the patient. High pacing thresholds were also noted. The physician ultimately decided to remove the lead, however the helix would not retract. The physician was eventually able to dislodge the rv lead and explanted it from the patient. No adverse patient effects were reported.